Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the anchor was bent and broken, when it was inserted.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading (2) over tensioning the suture (3) misalignment of inserter handle. (4) excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery the anchor was bent and broken, when it was inserted. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.